Event description:
Approximately 1 year and 8 months post implant, a sapien 3 ultra valve was failing. The failure mode was reported to be degeneration. As reported by an edwards field clinical specialist, approximately 1 year and 8 months post implant in the aortic position, a 23mm sapien 3 ultra valve was failing. The failure mode was reported to be degeneration. The valve was explanted and a surgical aortic valve was placed. Medical records provided noted the patient had critical bioprosthetic aortic valve stenosis with an aortic valve area of 0.72 square cm by vti with a mean transvalvular gradient of 44 mmhg, preserved biventricular function. There is reported 'early degeneration' of her tavr valve.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Additional information obtained from the medical records review indicated during the valve explant procedure, the sapien 3 ultra valve was explanted and a surgical valve was implanted. CABG, an aortic root enlargement, maze procedure and left atrial appendage ligation were also performed. As the surgery was nearing completion and the patient was off bypass, a retroperitoneal injury was suspected. Vascular surgery explored the groin over the bypass cannulation site. A small, injured artery was clipped, and the adjacent vein was primarily repaired. The patient was then weaned off extracorporeal membrane oxygenation (ECMO) and decannulated with adequate hemostasis. The patient expired following the procedure. The cause of death was likely complications endured during the surgical valve implant.

Manufacturer narrative:
The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No applicable case imagery was provided for review. Device history record review (DHR) was performed for the components most relevant to the reported event and did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review did not reveal any other complaints relating to the appropriate codes. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the complaint for 'svd - degeneration/deterioration' was confirmed based on medical record. A review of the DHR, lot history, and complaint history review revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, '1 year and 8 months post implant, a sapien 3 ultra valve was failing. The failure mode was reported to be degeneration. The valve was explanted, and a surgical aortic valve was placed'. Additionally, per medical record, the patient had hyperlipidemia (hld) and diabetes mellitus (dm). The dm is the known factors that may increase the risk of valve calcification leading to early valve degeneration/stenosis. The presence of hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. Although a definite root cause could not be determined, available information suggests that patient factors (hyperlipidemia, dm) may have contributed to the complaint event. The instructions for use (IFU) and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.